Manufacturer narrative:
MFR report # 9617032-2022-01031 is to be considered canceled. Lot # reported was not involved. Incident reported on MFR #: 9617032-2022-01004.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes when the nurse fill the tube, it coagulates quickly. The following information was provided by the initial reporter. The customer stated: "the emergency department called me about the edta k2 5ml/3ml tubes reference 368856, lot 2150168. It seems that the nurses don't have time to fill the tube that the blood has already coagulated. This problem does not occur on all tubes and I have not heard from other departments."

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes when the nurse fill the tube, it coagulates quickly. The following information was provided by the initial reporter. The customer stated: "the emergency department called me about the edta k2 5ml/3ml tubes reference 368856, lot 2150168. It seems that the nurses don't have time to fill the tube that the blood has already coagulated. This problem does not occur on all tubes and I have not heard from other departments."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.